Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. The caller stated the patient's symptoms had come back two weeks prior so they had the device programmed. It was reported the caller was seeing the "in the box" code on the remote when trying to check impedances with the programmer beginning a few days prior. The caller stated the health care professional (hcp) had instructed how to check the impedance with the remote but instead of impedance results the caller was seeing "in the box". During the call the caller was able to check the ins with the orange check and was seeing normal settings. No further symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) stating the cause of the "in the box" code was unknown. It was unknown what actions or interventions were taken to resolve the issue and it was unknown if the issue was resolved. It was noted the patient may have seen her local neurologist.